Event description:
Allegedly, eprd reported 65 new complications for evolution® tibial inserts revision (18 infections, 1 malalignment, 6 loosening, 20 other and 21 unknown). No further information was reported. This incident is capturing 18 infections.